Event description:
As reported on (B)(6) 2012, a customer reported that a patient of unknown gender and age had presented for an endovenous laser procedure. The procedure was successfully completed with no reports of complications or device malfunctions. Post procedure, the patient experienced pain. It was reported the patient suffered no permanent harm or injury due to the event. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has been returned to the manufacturer for evaluation.

Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report patient outcome. Returned for evaluation was one venacure1470 unit (sn (B)(4)). Assessment of the unit determined the unit functioned as intended. The customer's complaint description cannot be confirmed as there was no report of device malfunction during the procedure. The root cause for the complaint description cannot be determined, although pain post procedure is a known potential complication. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).